Manufacturer narrative:
Analysis of the interface found that the patient interface cable had no stimulation response and the fuses were blown. There was a fuse failure. The fuses were replaced. The device was cleaned, repaired, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider that the channel of the device would not read.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that channel 2 was not working on the patient interface. The hcp checked the fuses and noted they were not blown. A back up device was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.